Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they were admitted in hospital due to high blood glucose of 690 mg/dl. It was reported that customer had chest pain and had acute heart attack customer also had triple bypass surgery. Customer¿s blood glucose was 68 mg/dl at the time of call. It was reported that customer was wearing the insulin pump at time of hospitalization. Troubleshooting was declined. Insulin pump will not be return for analysis.